Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station download was delayed. The technical support specialist (tss) logged into the station, applied knowledge article "how to adjust station ntp server settings", and confirmed that the station time was successfully synchronized with the application server. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es download was delayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.